Event description:
Reporter indicated that he believed that higher stimulation levels caused the patient to experience a "mild bradycardiac" effect leading to dizziness and syncope during exertion. Device parameters were changed to mitigate the events. Good faith attempts to obtain more information have been unsuccessful to date.

Manufacturer narrative:
Results - vns therapy system labeling lists heart rate and rhythm changes as a potential adverse event possibly associated with surgery or stimulation.